Event description:
New information received on 08/29/18 noted that the device was explanted for unknown reasons. No patient symptoms, explant information or additional information was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that implantable cardioverter defibrillator exhibited myopotential oversensing which inhibited pacing. The device was reprogrammed and the oversensing was no longer noted. The patient would continue to be monitored via routine follow-ups.

Event description:
New information received on 05/26/18 noted that the patient was asymptomatic before and post reprogramming.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory due to review of device image. The device was tested on the bench and using automated testing equipment, and no anomalies were found.